Event description:
It was reported that the back screw came out of the handpiece and the device fell apart during a surgical procedure. Another device was used to complete the procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the service technician observed that the back dec screw was loose. Based on the investigation details, the reported event can be confirmed. The screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back screw to loosen over time.